Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed an ECG cable failure message including after trying multiple known good cables. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported.